Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 14 years and 7 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced by a cadaver valve. No additional adverse patient effects were reported.